Manufacturer narrative:
(B)(4). Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient underwent a revision surgery to correct device movement in their chest. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient was recently hospitalized due to a possible infection and they are now looking to have the device explanted. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
After further review and updated searches, it was found that the reported device migration that resulted in a revision surgery reported initially was captured on the incorrect patient. MFR. Report # 1644487-2021-01466 was found to capture this event for the correct patient, therefore any additional information received about the device migration will be captured in MFR. Report # 1644487-2021-01466. This report, will only capture the reported infection.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently reported an event that did not apply to this patient.